Event description:
In for right coronary stent placement, m.d. Couldn't advance balloon. Balloon pulled back into guide, stent lost in process. Overnight developed nausea, vomiting, and distended abdomen. Developed respiratory and renal failure and died. Concern that stent may have lodged in mesenteric artery and caused necrotic bowel. Not certain of cause of death. Autopsy not done.